Event description:
It was reported that the patient had a loss of therapeutic effect. In the beginning of having the therapy, caller states the patient only had to be catheterized every other night. The patient was reprogrammed about 5 months ago and after that, he needed to catheterize every night. After that she could not get the patient lower than 700 cc's(cubic centimeter) every night. They never were able to get the patient to 300 cc's or less. The patient had been urinating in the bed the last couple days as well. The patient always wore depends to bed at night and would have a little urine in the depends but nothing like it's been the last couple nights. She just changed the program this morning to program 1 at 3.7 volts or 3.8 volts. The hcp(healthcare provider) told her to try experimenting with the programs. Last night the patient was on program 3 at 3.7volts. Program 1 and 3 were the only programs she had tried. She h as not tried increasing stimulation to the point that she couldn't go any higher. She tried to increased stimulation but continued to urinate in the bed on program 3. Last night she got 600 cc's by catheterizing the patient. The patient got the device for bladder retention. The patient was catheterizing 3-4 times a day. The patient has felt sharp pain in the back on the program he was on. The patient has terrible back pains which increased with the car accident he was involved in. At this time, the patient ruptured another disk in his neck. Caller states accident was april 2013. Caller states everything happened after accident. The patient also suffered a concussion and suffered short term memory loss. The hcp thought the patient should considered another surgery. His creatinine and bun on his blood test were sky high. They had to get the patient to kidney hcp. They went to hcp, and they said everything was find. They then saw healthcare provider and the healthcare provider told them the bladder shut down, probably due to the car accident. Maybe it's the pain pills that causing this. The patient takes pain pills when he needs them. Caller states she has tried to avoid giving him sleeping pills. The patient has restless leg syndrome which he's always had. Caller states the patient got worse this last year. The patient was taking parkinson¿s medication to help with that and it seems to be helping with restless leg syndrome. She was also concerned the patient could be getting diabetes. The patient has had 4 major back surgeries. Caller did confirm that all of the surgeries mentioned happened before the implant. It was reported a week later that the she spoke with a gentleman a while back and was told not to jump around on the program and to keep setting for couple week and adjust if necessary. Caller reports setting was at program 1 at 3.8 volts but the patient was wetting the bed and wearing depends which has happened 3 times in the last 2 weeks and she was wondering if she should increase or decrease stimulation and she was not sure what she was doing wrong. She was catheterizing 700cc every night and the patient was still wetting the bed. Since implant at one time she was able to go 2-3 days without catheterizing the patient at night but nurse changed the setting and after that patient needs to be catheterizing at night. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0fkw4, implanted: (B)(6) 2014, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).

Event description:
Additional information received from the consumer reported that the patient experienced a loss or change of therapy a couple of months ago in 2016. The therapy stopped helping the patient at nighttime. It was still helping the patient urinate during the day, but at nighttime the patient started urinating an enormous amount of urine. The patient had to wear a special kind of diapers. The patient was at 5.2v and they thought the stimulation needed to be decreased to urinate less. The patient turned stimulation down on (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
It was later reported that they were not getting a check mark on the programmer next to the program and they thought the implantable neurostimulator (ins) was off. It was stated that the patient used to use a catheter 2-3 times a week, but at the time of report they were up to 550-700 cc at night so they felt the patient needed to be reprogrammed. The patient wanted to have less urine at night. The patient¿s device was set on program 2 at 3.6 volts and they moved to program 3 at 4.0 volts. It was noted that things started going wrong four months prior to report after a nurse did some reprogramming to try to get less urine but instead they were getting more urine. Reportedly, the patient was going to have a spinal test done with dye. It was stated that they were told by the health care provider that the patient¿s bladder shut down.